Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare professional in regard to a patient receiving saline via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that an alarm was heard and confirmed by telemetry. The patient could not get their pump replaced and the pump has gone to end of service (eos) in (B)(6) 2016. The patient will have the pump replaced on (B)(6) 2016. The pump was reported to be alarming every 2 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.